Event description:
Oversensing with inappropriate therapies was reported. The lead was extracted and a new one was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded a gradually decreasing pacing impedance from initially 400 ohms to 200 ohms with multiple drops to 200 ohms in december, february and march. Furthermore, a fluctuating shock impedance between 100 ohms and >150 ohms was recorded. No iegm episodes were available for analysis. The analysis of the provided episode list, acquired between (B)(6) 2019 and (B)(6) 2024, revealed several vt detections, ICD charging cycles and shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.